Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. It was reported that the patient had a diseased aortic neck with severe calcium, and very irregular in contour. There was a small type I endoleak on the final angiogram. The physician elected to not re-balloon; there were no concerns and felt the endoleak would be resolved at the one month scan. The physician stated that the cause of the event was due to anatomy, calcified aortic neck. No clinical sequelae were reported and the patient is fine.